Event description:
It was reported that an unspecified number of syringe 1.0ml 31ga 8mm ufii 10bag 500cs experienced an inability to inject insulin/inability or difficult to aspirate during use. The following information was provided by the initial reporter: material no: 328418 batch no: 8302683 exp 11-30-2023. It was reported that the needle will not draw and then gets stuck in the vial before injection. Verbatim: consumer reported needle will not draw and then gets stuck in the vial before injection. Consumer does not re-use, problem involves more than one box of the same product. Occurrence with current box was on 08-19-19, samples are available for evaluation. Previous boxes and samples have been discarded, lot #s are not available.

Manufacturer narrative:
Investigation: customer returned three (3) loose 31g x 8mm, 1ml bd insulin syringes. Consumer reported needle will not draw and then gets stuck in the vial before injection. All three returned samples were examined, and it was observed that two of the samples exhibited cannula separated from their respective syringe barrels. After microscopic examination of both of these barrel tips, it was observed that the glue well was empty of adhesive, and that one of the barrels had what appeared to be adhesive splatter on the barrel tip. The sample that did not exhibit needle separation was tested for flow using water: the sample was able to draw and expel properly. The cause for the cannula separation issue likely occurred during the manufacturing process. A review of the device history record was completed for batch# 8302683. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Visual inspection found (2) syringes with the cannula separated from the barrel tip. There was adhesive run over present between the barrel tip ribs on (1) syringe, while the other sample contained a low amount of adhesive in the cannula well. There was (1) syringe that had no defects. The samples were inspected using the camera inspection system on the line 8 pils machine. This is the same machine that was used in the product of lot 8302683. The sample with no defects passed the inspection, while the (2) samples with cannula separation failed due to low adhesive in the barrel tip well. A review of quality notifications and maintenance dispatches found no issues related to this complaint. The cannulator station assembles the cannula into the barrel tip and applies adhesive to hold the cannula in the barrel tip. The assembly is transferred via conveyor through a uv oven to cure the adhesive. Unable to determine the root cause of the inadequate adhesive application at the cannulator.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 1.0 ml 31ga 8 mm ufii 10bag 500cs experienced an inability to inject insulin/inability or difficult to aspirate during use. The following information was provided by the initial reporter: material no: 328418, batch no: 8302683, exp 11-30-2023. It was reported that the needle will not draw and then gets stuck in the vial before injection. Verbatim: consumer reported needle will not draw and then gets stuck in the vial before injection. Consumer does not re-use, problem involves more than one box of the same product. Occurrence with current box was on (B)(6) 2019, samples are available for evaluation. Previous boxes and samples have been discarded, lot #s are not available.